Manufacturer narrative:
The customer complaint of IV tubing broke at connection to the patients PICC line was confirmed per picture received by customer. The pvc tubing was completely separated from the male luer. The root cause of this failure was not identified as no product was returned for investigation.

Manufacturer narrative:
No product will be returned per customer. The customer complaint could not be confirmed because the product was not sequestered for failure investigation. The root cause of this failure was not identified.

Event description:
The customer reported an IV d10 was infusing when the mother noticed while holding the baby that the IV tubing broke at the connection to the patients PICC line. The nurse immediately clamped the central line and removed the remaining piece of tubing from line (noted to have blood backing up-no blood noted on the blanket) the site was cleaned and the line was flushed . There is no report of patient harm.